Event description:
It was reported that the customer reported to technical service engineer (tse) the staff had encountered a message reporting the master tool manipulator (mtm) was disabled. The logs reflect repeated instances of faults on mtm right requiring the staff to disable the mtmr. The staff proceeded with the procedure from the second surgeon side console (ssc). Tse explained the mtm would be disabled until a power cycle. The staff are not able to power cycle at this time. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the assistant console was not working; error message stated that mtmr had been disabled. This issue was apparently pre-existing though not communicated to our or room team. The system functionality was checked upon powering up. The issue was identified during a procedure after ports were placed. The procedure was converted to another different surgeon side console (ssc). The procedure started as a dual console system and ended as a single console system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported failure (error 25521) was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.